Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the implant was not working as effectively as they thought it would. Patient reported that they had a lot of leakage. Patient reported that they were having a stinging sharp pain at the incision area. Patient stated that they were having less than 50% relief from therapy. Patient stated that their health care provider (hcp) office told her to call medtronic for assistance.patient was not feeling stimulation but the therapy was on. The patient services specialist (pss) reviewed that the therapy needed to be on for it to be effective. The pss suggested that patient should contact the hcp if problem persisted. The pss asked patient to sync with patient programmer (pp), setting was p3 @ 2.6v and patient increased stimulation to 3.3v and they were feeling stimulation but not where the stimulation should be, patient increased stimulation to 3.5v and they were feeling stimulation in the bicycle seat area.patient stated that they had an appointment with hcp the following week.pss recommended patient to keep a dairy of settings and symptoms and discuss with hcp if there was no relief of symptoms.no further patient complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.